Event description:
This pt was implanted approximately three years ago with a bifurcated gore-tex stretch vascular graft. In 2005 the graft was removed surgically due to localized pain and infection around the graft. Additionally, according th the physician the suture line was not intact and could easily rupture at any time. It was noted that a duodenum fistual was present. The infection was identified as localized staphylococcus gram positive bacteria. The physician is unclear about the source of the infection, and stated she has never in the past experienced an infection with this type of graft. The graft was discarded by the hosp.